Event description:
Sigma spectrum pump was infusing norepinephine drip when it suddenly read "system error" and then shut down. There was a very low volume alarm to indicate this was happening. The nurse was at the bedside and heard the alarm, thus was able to quickly change pumps without any resultant change in blood pressure.====================== manufacturer response for infusion pump, sigma (per site reporter).====================== they are taking appropriate interest in the same problem that occurred with another pump.